Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was reported that during a transplant procedure, the device's blade tip broke off inside the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.